Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions and a result of the clip. The reported worsening mitral regurgitation (mr) and dyspnea are likely symptoms/cascading effects of the tissue damage that was identified. The reported patient effects of dyspnea, tissue damage, and worsening mr, as listed in the instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the increased mitral regurgitation and leaflet rupture. It was reported that after a successful mitraclip procedure took place on (B)(6) 2017, during which 2 clips were placed reducing the mr from 2-3 to 1. It was confirmed that both clips were secure on both leaflets. On (B)(6) 2017 the patient began experiencing acute dyspnea and symptoms of severe mr. The patient was transferred to the center where the implant took place and echo revealed that the second clip had ruptured the posterior leaflet. The patient was rehospitalized and admitted for surgery. Cardiac surgery was performed on (B)(6) 2017 with successful mitral valve replacement and atrial septal defect closure. The patient was discharged on day thirty. No additional information was provided.